Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had an issue with the insertion site and was receiving the compromised force sensor system alarm. The customer thinks that he did something wrong during the infusion set change. The customer's blood glucose was 245 mg/dl. Troubleshoot for prime rewind was done. The customer stated that he lifted up the drive support cap and saw insulin shoot out. Advised customer to discontinue use of the insulin pump and to revert to back-up plan per health care provider's instructions. Advised customer the pump will need to be replaced. Nothing further reported.